Manufacturer narrative:
System has been returned to the company's repair center for evaluation. (B)(4).

Event description:
Customer reported the panorama central station with telemetry shut down, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included replacements of the power cap in the mother board, power supply, cpu fan, hard drive. System was calibrated and safety tested to factory's specifications. (B)(4).

Event description:
Customer reported the panorama central station with telemetry shut down, which may have affected telemetry monitoring. No patient injury was reported.